Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 18sep2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left anterior descending artery. A 4.00 x 24 synergy stent was advanced but failed to cross the lesion. The procedure was completed with a 4.00 x 28 synergy stent. No patient complications were reported. However, returned device analysis revealed stent damage. A synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal stent strut rows were damaged, with stent struts bunched and lifted from their crimped stent positions. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.